Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that about 8 months ago, the patient had an MRI. Caller stated that they charged the implant up, put it in MRI mode, and showed the technician that it was in MRI mode. Caller states that after the MRI, the patient never used the controller again and was left in MRI mode. Caller also stated that over the past 8 months, both 'batteries' have died. Caller mentioned that they tried for over 2 hours last night to get the implant to charge up, but with no success (caller described not being able to advance past passive recharge mode). Pt needs another MRI and is in the hospital now - caller confirmed that the hospital stay is not related to the device/therapy. Caller was not with the patient at the time of the call. Caller noted that they are in the process of having the implant r emoved, but the patient is too sick to handle the surgery. Caller will call back when they are with the patient for further assistance troubleshooting/charging the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had to use their fingers to roll stimulator to left charge paddle to read. It was noted the patient charged their ins for an MRI.